Event description:
It was reported that the right ventricular lead had increased thresholds the week prior to the clinic visit but that they were now lower. The patient was seen on two subsequent clinic visits and the high thresholds could not be reproduced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.